Manufacturer narrative:
E1, initial reporter phone, (B)(6).

Event description:
It was reported that a foreign material was present in the device. A comet ii was selected for use. During preparation and upon opening the package, the nurse observed a hair inside the sterile package. The procedure was completed using alternate device. There were no patient complications reported.